Event description:
It was reported that upon opening implant package the inner pouch was perforated. It was determined by surgeon and or staff that the outer layer was intact originally. Adhesive from the label had apparently stuck to the inner pouch. This caused a tear when the outer layer was removed. Implant was implanted based on perceived sterility. Surgeon chose to implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding damaged inner packaging involving a triathlon augment was reported. The event was confirmed. Method & results: visual inspection confirmed the puncture in the inner tyvek lid and subsequent damage to the outer lid. The inner plastic blister pack damage indicated the implant had become loose and caused the damage. Not performed as no adverse consequences and no medical intervention reported. DHR concluded there were no reported discrepancies. The chr indicates there have been no other events for the referenced lot. Conclusions: the investigation concluded that the damage to the inner and outer tyvek lids was due to the implant contained in the inner blister pack.

Event description:
It was reported that upon opening implant package the inner pouch was perforated. It was determined by surgeon and or staff that the outer layer was intact originally. Adhesive from the label had apparently stuck to the inner pouch. This caused a tear when the outer layer was removed. Implant was implanted based on perceived sterility. Surgeon chose to implant.